Event description:
On (B) (6), 2010 a doctor reported that a patient lost a sybronpro xrt implant approximately one (1) month after placement due to poor primary stability, poor oral hygiene, and infection.